Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range pacing impedance measurements and out-of-range intrinsic amplitude values. Technical services (ts) reviewed the device data and observed a red doctor icon, that indicated out-of-range pacing impedance. No adverse patient effects were reported. This rv lead remains in service.